Event description:
It was reported that during a procedure a patient had transient hypotension during index procedure. Admitted for observation of persistent hypotension. It was reported that during an index procedure in which a farawave ablation catheter was selected for use, the patient experienced transient hypotension. The patient was admitted for observation due to persistent hypotension and was treated with neo - synephrine. The patient was discharged on (B)(6) 2026. No additional information was provided. It is unknown if the device will be returned for laboratory analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.